Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited elevated threshold measurements on the atrial and right ventricular (rv) channels which resulted in loss of capture on the rv channel. A revision procedure was performed and both leads were removed from service and replaced. The boston scientific sales representative stated the root cause of the clinical observations could not be determined. No additional adverse patient effects were reported.